Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 28mg/dl because the insulin pump delivered 13.8 units of insulin through the bolus wizard. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that she could fell asleep with the tv remote on the bed, and she could roll over and have programmed it. No further information was provided.